Event description:
A report was received that x-rays confirmed the patient's lead was broken near the paddle.

Manufacturer narrative:
Additional information was received that the contacts are not disconnected from the paddle. Only the cable was disconnected from the paddle. The patient will be explanted.

Event description:
A report was received that x-rays confirmed the patient's lead was broken near the paddle.

Event description:
A report was received that x-rays confirmed the patient's lead was broken near the paddle.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.